Event description:
It was learned from the implant patient registry that a model 11500a 23mm aortic valve was explanted and replaced with a 11500a 25mm valve after an implant duration of 2 years, 2 months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The cause of the event was most likely due to patient factors. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned from the implant patient registry and investigation a 11500a 23mm aortic valve was explanted and replaced with a 11500a 25mm valve after an implant duration of 2 years, 2 months due to enterococcus faecalis aortic valve endocarditis. Per medical records, the patient presented lethargic, and workup revealed enterococcus faecalis bacteremia and aortic valve endocarditis. On hospital day #21, the patient was taken to the or for endocarditis of both valves, redo avr and mvr. A 23mm 11500a aortic valve and 33mm magna mitral ease valve was implanted in replacement with no complications. Pathology report noted pericardial bioprosthetic valve with small focus of fibrin and acute inflammation. Mild pannus formation is present.